Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 30 seconds. The device was removed without any problem and the procedure was completed with a different device. No patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).